Event description:
Related manufacturer reference number: 2938836-2019-04424. Related manufacturer reference number: 2938836-2019-04423. Related manufacturer reference number: 2938836-2019-04422. It was reported that an echo revealed some vegetation on one of the leads. Unclear on the exact timeline. On (B)(6) 2019 the system was explanted. The patient was stable pre, during and post procedure. The extraction had no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.